Event description:
During an atrial fibrillation (afib) procedure, it was reported the customer was unable to fam with the lassonav catheter. Issue was not resolved after replacing the catheter cable, unit reboot or catheter replacement. The physicians was continuing with the procedure. On (B)(6) 2013, the device was returned. The returned device was visually inspected upon receipt and it was found the catheter had a cut on rings #10 and #11. This condition was not originally reported. Due to the catheter condition this is now a MDR reportable event. The alert date is reset to (B)(6) 2013.

Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter failed carto 3 due to rings #10 and #11 were blacked out. An electrical test was performed and the device failed. It was then noticed that the catheter had a cut between those rings. This condition was not originally reported. It is unknown how the lumen was damaged the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.